Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+2.5/005 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to pigment dispersion, glare and halos. The lens was not replaced with another icl lens. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found that lens dimensions were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).